Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with inaccurate delivery from the pump. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was greater than 500mg/dl with large ketones and symptoms of abdominal pain and vomiting. Reportedly, the patient was treated in the ER with IV fluids and other unspecified treatment. It was reported that there were no pump setting adjustments before or after the alleged event and pump use was discontinued. Troubleshooting determined that the pump's history and settings matched the patient's programmed settings. This complaint is being reported for alleged hyperglycemia associated with inaccurate delivery for which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2014 with the following findings: the last bolus and the last basal delivery were on (B)(6) 2014. The pump history showed that the pump was manually suspended on (B)(6) 2014 and that deliveries never resumed. The pump history showed no alarms outside the range of normal patient use. The total daily deliveries added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.